Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the while in clinic, the backup battery (bb) from the patient's system controller was replaced after it gave a replace backup battery alarm on (B)(6) 2023. It was noted that the controller and it's bb were less than a year old. Log files were submitted for review. Additional information was received on 21nov2023 that the patient experienced another bb fault. It was noted that the patient stated their controller got very hot at night. It was planned to replace the controller, as well as the patient's mobile power unit. Related manufacturer reference number: 2916596-2023-08551 (mpu)

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm occurring on 13nov2023 was confirmed via the provided log file; however, the reported event of the system controller becoming hot to the touch was not confirmed. The provided log file contained data spanning approximately 2 days on 12nov2023 ¿ 14nov2023 per timestamp). The pump maintained speeds above the low speed limit while connected to the driveline. A backup battery fault alarm correlating to a load test condition was observed on (B)(6) 2023. At this time, the loaded voltage was under the acceptable threshold as compared to the unloaded voltage, triggering the alarm, and the alarm remained active throughout the remainder of the data. No other notable events were observed. The system controller (serial number: (B)(6) was not returned for analysis. The returned 11-volt backup battery (serial number: (B)(6) was functionally tested alongside a mock loop and alongside known working test equipment. The battery functioned as intended throughout all testing, and a self-test was successfully performed on the test system controller after the battery had been fully charged. The root causes of the reported events were unable to be conclusively determined through this analysis. Review of the device history record for the system controller, serial number: (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The backup battery, serial number: (B)(6), was also observed to pass all initial manufacturing testing per the manufacturing test datasheet. The heartmate 3 instructions for use (IFU) (rev. C, section 2 ¿system operations¿) lists the acceptable operating temperature ranges for all equipment, including the system controller. The acceptable operating temperature range for the system controller is 32 ¿ 104 degrees fahrenheit / 0 ¿ 40 degrees celsius. The heartmate 3 patient handbook (rev. D, section 2 ¿how your pump works¿) cautions "do not place the system controller on bare skin for an extended time. The system controller surface temperature can become uncomfortably warm, especially when the room temperature is above 104°f (40°c)." The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) instructs users on how to resolve alarms that sound from their system controller, including backup battery fault alarms. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment (section titled ¿emergency contact list¿). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.